Event description:
Medtronic received information that two days post implant of this bioprosthetic valve, worsening of the av node was observed causing symptomatic bradycardia. A pacemaker was implanted and there were no adverse patient effects reported. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).